Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the investigation results, it was confirmed that deviations from the reprocessing method outlined in the instruction manual may have caused the foreign material to remain. However, a definitive root cause of the foreign material could not be identified. It was confirmed that there were deviations from the instructions for use during the reprocessing steps in the areas where the foreign material was found. No physical damage was observed at the locations where the foreign material remained, and it was confirmed that the section of the device where the foreign material was found showed no deformation. The instruction manual states the detection method associated with the event in instructions for gif/cf/pcf-290 series, operation manual chapter 3, ¿preparation and inspection and preventive measures associated with the event in instructions for gif/cf/pcf-290 series, reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.